Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log related to the device's internal battery. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
A previous report was filed with the FDA on 10/21/2022 through FDA electronic submissions gateway with an incorrect b3 and b5. Acknowledgement was received indicating successful submission. They were corrected in this report. Additional information is added in this report for h4 (medical device problem code).

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log related to the device's internal battery. The device's internal battery was replaced to address the issue.